Event description:
During a traction treatment, the pt was left unattended and strapped to the table with her young children in the closed treatment room. The (B)(6) child crawled under the table and was trapped under the table. The child subsequently died after being removed. The child was given CPR but died at the hospital. The user manual warnings/cautions clearly state to not leave patients unattended during treatment and to keep children and others away from underneath the treatment table.